Event description:
Customer had a motion sensor test failure alarm and a motor position encoder error alarm on the insulin pump. Customer stated that the pump stopped working and although it says it is delivering insulin, it's not doing anything. Customer just got home when it started alarming. Customer cleared the motor position encoder error alarm and the pump restarted. Customer stated that the pump then went into rewind and got a motion sensor test failure alarm. Customer's blood glucose level was 233 mg/dl. Pump failed displacement test. While troubleshooting, customer reported that the whole back of the pump came off. Customer has it duct taped on the end where the drive support cap is located. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a detached end cap, minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. Unable to test for alarm, verify alarm in the alarm history screen or perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to detached end cap. The motor was tested outside of the insulin pump and passed.